Event description:
It was reported that syringe oral 1ml amber was not sterile. The following information was provided by the initial reporter: "I would like to raise a supplier complaint regarding the following product oral syringe polypropylene amber 1ml, batch no. 9170785, po number. 123664, date of manufacture. 04 august 2019. We have observed three major failures during our zwick syringe integrity testing. During the testing of zwick samples on the 11th june three invalid results were observed from a sample of 110 syringes. Invalid results were from the white tip caps being blown off during a test cycle after pre loading of the syringe. In our sop this is defined as a major category defect. A deviation has been raised on our internal system. I have attached the integrity testing results for your viewing . If you would like any further information please contact me as soon as possible. Can you please provide a root cause and any corrective/preventative actions within a 30 day period".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9170785 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined. Physical samples from the same batch are necessary for testing and evaluation. Since no samples displaying the reported condition were received corrective actions are not necessary. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe oral 1ml amber was not sterile. The following information was provided by the initial reporter: "I would like to raise a supplier complaint regarding the following product: oral syringe polypropylene amber 1ml, batch no. 9170785, po number. (B)(4), date of manufacture. 04 august 2019. We have observed three major failures during our zwick syringe integrity testing. During the testing of zwick samples on the (B)(6) three invalid results were observed from a sample of 110 syringes. Invalid results were from the white tip caps being blown off during a test cycle after pre loading of the syringe. In our sop this is defined as a major category defect. A deviation has been raised on our internal system I have attached the integrity testing results for your viewing . If you would like any further information please contact me as soon as possible. Can you please provide a root cause and any corrective/preventative actions within a 30 day period?"